Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent surgery to remove the device and the cartilage had blocked the trach from removing. It was stated that they had to make the stoma larger. It was indicated the patient is fine. The customer discarded the trach.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.